Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report priming issues on the insulin pump. Customer stated that she pusehd the act button to prime and the pump restarted. Customer stated that when she let go of the act button insulin did not exit, but the pump restated a second time. Customer stated that a reservoir change resolved the issue. Customer's blood glucose reading ranged from 41 to 240 mg/dl. Product is not being returned or replaced.